Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the matrix neuro screw broke off during implantation. On (B)(6): patient is fine. Surgery was prolonged but it is not known how many minutes. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional device history records was conducted for non-sterile part, the report indicates that the: manufacturing location: (B)(4), manufacturing date: 01/13/2015, no ncrs were generated during production. Review of the device history, record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. An investigation review was performed. The investigation of the complaint articles has shown that: according to the information on the received documents a breakage of a matrixneuro screw occurred during implantation. Since the concerned screw was not returned for analysis the present complaint cannot be fully analysed. Nevertheless, based on the provided lot number an investigation consisting of the review of the device history records was initiated. This review found no issues that would have contributed to this complaint condition. The complained matrixneuro sterile kit was manufactured in february 2015 in accordance with all established requirements and with no nonconformities reported. Unfortunately, we are not able to give a conclusive statement regarding a possible failure reason. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device broke intra-operatively and was not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. A 510k number was reported in the g5 field on the initial medwatch, but that information is not applicable. The device is not distributed in the united states, but is similar to a device marketed in the us. Therefore, an exact 510k number is not available. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: according to the information on the received documents a breakage of a matrixneuro screw occurred during implantation. Since the concerned screw was not returned for analysis the present complaint cannot be fully analysed. Nevertheless, based on the provided lot number an investigation consisting of the review of the device history records was initiated. This review found no issues that would have contributed to this complaint condition. The complained matrixneuro sterile kit was manufactured in february 2015 in accordance with all established requirements and with no nonconformities reported. Unfortunately, we are not able to give a conclusive statement regarding a possible failure reason. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional product code: mni. (B)(6). The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a device history record review was performed for the non-sterile subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the non-sterile subject device lot which was manufactured at synthes (B)(4) on july 16, 2014. The device was sterilized, repackaged and assigned a new lot number at synthes (B)(4). Synthes (B)(4) is considered the manufacturer as reported in the initial report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the mtrixneuro screw was received broken. The performed investigation could not detect any material faults. The matrixneuro screw broke according to a ductile forced fracture mechanism during tightening the screw. The fine dimple structure on the intact spots of the fracture surface are a clear indication for a ductile forced fracture mechanism. Due to the fact that the fracture face is smeared clockwise as well as the partially damaged thread, it can be assumed was overloaded torsionally by jamming into harder material, e.g. The implant plate or exceptionally hard bone. In combination with the smooth cross slot drive lead to the screw failing due to a one-time overload event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.